Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump alarmed cassette not attached error¿ was confirmed. The probable cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump alarmed cassette not attached error¿; during device evaluation it was found the downstream occlusion sensor was faulty. The event occurred during testing.